Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device pt's info guide, which the pt is instructed to carry with them for the 90 days states; some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the pt is to contact their physician immediately at the number listed on their pt info card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.

Event description:
It was reported that an angio-seal was deployed with no problems. Hemostasis was achieved; however, the pt complained of pain upon deployment. The pt was discharged. Two hours post discharge when the pt was at home, they experienced intense pain in the groin. The pt returned to their general practitioner the next day, where pain medication was given (type and dose unk). The pt went to the hospital recovery ward the following day still complaining of severe pain. The pt was examined and a hard lump was found extending up the leg. A CT scan revealed a hematoma. The pt was discharged 3 days later. Twelve days later the pt returned to the physician for a follow-up examination. The pt was discharged and no further follow-up was required.